Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not want to deliver insulin. The insulin pump kept alarming no delivery. Customer's blood glucose level went up to 654 mg/dl. She gave herself insulin with a syringe. Troubleshooting was declined. The device was not returned.